Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring low blood glucose while using the ilet system, felt they were receiving too much insulin despite announcing meals, and required troubleshooting and additional training; the user accepted additional training and completed an assisted training session. Symptoms included hypoglycemia with a reported nadir of 65 mg/dl and duration of approximately 20¿30 minutes, with device alerts for low glucose and no loss of consciousness, dizziness, assistance, or medical intervention. Outcomes included self-treatment with oral carbohydrates (milk and honey) and return to in-range glucose. Investigation included remote troubleshooting, user education, and assignment for additional training. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-focused education was warranted.